Event description:
Mvp induced vt and torsades de pointes on three occasions. A pvc "fall in on a paced event (which was unsensed)" followed by ventricular safety pacing set up a short-long sequence. On three occasions, the pt experienced vt and atp. All three events were self terminating.